Event description:
It was reported that this pacemaker exhibited therapy induced ventricular arrhythmia due to undersensing and pacing delivered when not required. An intrinsic r-wave was blanked, right ventricular auto-capture (rvac) deemed this as loss of capture (loc), and a back up v-pace was delivered. This device remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited therapy induced ventricular arrhythmia due to undersensing and pacing delivered when not required. An intrinsic r-wave was blanked, right ventricular auto-capture (rvac) deemed this as loss of capture (loc), and a back up v-pace was delivered. This device remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited therapy induced ventricular arrhythmia due to undersensing and pacing delivered when not required. An intrinsic r-wave was blanked, right ventricular auto-capture (rvac) deemed this as loss of capture (loc), and a back up v-pace was delivered. This device remains in service. No additional adverse patient effects were reported.